Event description:
Pt suffered a subtrochanteric fracture about two years ago, approx (B)(6) 2009. At this time, the pt was implanted with a competitor's nail. After this procedure, the pt never healed properly. Pt returned to the operating room on (B)(6) 2011 and was implanted with a synthes tfn. On (B)(6) 2012, pt had a fall, during which she re-fractured the bone and broke the nail. The pt returned to the operating room on (B)(6) 2012 and the fracture was repaired with a lcp proximal femur plate. All previous hardware was removed. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no product was received. A review of synthes device history records for mfg revealed no complaint related issues.